Event description:
Report received from (B)(6) stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. (B)(4) found the device to have damaged bearings, which obstructed cutter insertion. This was most likely a result of improper maintenance of the device. If additional information is received, a supplemental report will be sent. (B)(4).